Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that manifold/cqx3 had a loose connection. This was discovered during use. The following information was provided by the initial reporter: after connection, the hcp found that the connection became loose.

Manufacturer narrative:
H.6. Investigation: bd was not able to confirm the customer¿s indicated failure mode. Bd was not able to duplicate the failure mode, because the samples were not evaluated, only visual inspected, no defects were found. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Due covid 19, the samples only was visual inspection was not found it cracked or something that contributes to the failure mode mentioned.

Event description:
It was reported that manifold/cqx3 had a loose connection. This was discovered during use. The following information was provided by the initial reporter: after connection, the hcp found that the connection became loose.